Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned device confirms that the impactor pad is fractured, and all fractured pieces were returned. The device also shows wear consistent with usage. The device history record was reviewed and no discrepancies relevant to the reported event were found. The lot has been in the field for approximately 10+ years. It is unknown for how many times the device is being used. The root cause can be contributed to normal wear and tear of device. This complaint is confirmed via device evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; a3; b4; b5; g3; g6; h1; h2; h6. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported the trial impactor head broke in half during surgery when the final implant was being impacted into place. There was no consequences or impact to the patient.

Event description:
It was reported that the trial impactor head broke in half. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.